Event description:
It was reported that an asymptomatic patient presented to the clinic. The atrial lead exhibited noise. The noise was reproducible with isometrics. The lead remained implanted and would be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.